Event description:
It was reported that a user transitioning to a teflon infusion set experienced multiple deployment difficulties during a full supply change, including pulling the infusion set out of the applicator while removing the needle guard and an inability to cock the second set into place, after which the third set was successfully inserted and insulin delivery resumed. Symptoms included no reported adverse clinical effects. Outcomes included replacement infusion sets shipped and completion of troubleshooting and education. Investigation included product history review and user troubleshooting. Investigation of this case revealed user handling and application technique issues consistent with incorrect infusion set deployment, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to infusion set insertion technique.